Event description:
Patient presented to the physician with purulent discharge at the neck incision site. Upon examination, the physician noted that a suture was protruding from the incision. Physician suspected a superficial skin infection and prescribed antibiotics.